Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)'), bipolar disorder ('bipolar'), uterine leiomyoma ('uterine fibroids'), polyp ('polyps') and dental caries ('tooth decay') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included pregnancy in 2010, overweight, vomiting, gallstones, pulpectomy, mood swings, lack of libido, bleeding genital, cholecystitis and multiparous. Essure worsened a previously existing conditions. Concurrent conditions included heart murmur, right lower quadrant pain, adhesion, inflammation, lower abdominal pain, hyperplasia, cervicitis cystic, vaginal itching and odor body. Concomitant products included atenolol. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced bipolar disorder (seriousness criterion medically significant) and post-traumatic stress disorder ("ptsd"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/gained 20-25 pounds"), 29 days after insertion of essure. On (B)(6) 2012, the patient experienced adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). In 2012, the patient experienced polyp (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced menopause ("menopause"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dental caries (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), supraventricular tachycardia ("svt"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal system condition"), dyspepsia ("digestive system condition"), urinary tract infection ("reoccurring uti"), anxiety ("anxiety"), depression ("depression"), anaemia ("anemic"), mood swings ("mood swings"), loss of libido ("lack of sex drive"), dysuria ("urinary control problems"), arthralgia ("joint pain"), borderline personality disorder ("border line personality disorder") and visual impairment ("vision/eye problems") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with unilateral (rt) salpingo-oopherectomy - rso, partial left salpingectomy, dilatation and curettage and ablation on (B)(6) 2012, had tooth pulled, myomectomy and polypectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, mood swings, loss of libido, dysuria, arthralgia and borderline personality disorder had not resolved, the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the bipolar disorder, uterine leiomyoma, polyp, dental caries, menopause, post-traumatic stress disorder, bladder disorder, urinary tract disorder, adenomyosis, supraventricular tachycardia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, dyspepsia, endometriosis, urinary tract infection, anxiety, depression, anaemia and visual impairment outcome was unknown. The reporter considered adenomyosis, anaemia, anxiety, arthralgia, bipolar disorder, bladder disorder, borderline personality disorder, dental caries, depression, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, loss of libido, menopause, menorrhagia, mood swings, pelvic pain, polyp, post-traumatic stress disorder, supraventricular tachycardia, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 70.2 kg/sqm. Pathology test - on (B)(6) 2012: findings of a polyp, 8 cm uterus, poor descensus and abundant curetting. Fibroid on the lower uterine segment subserously.; on (B)(6) 2013: cervix: chronic cystic cervicitis. Endometrium: proliferative with atrophy. Myometrium: leiomyoma uteri, 1.5 cm. Right ovary: follicle. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, adenomyosis, endometriosis, pelvic pain, dysmennorhea, polyps, menorrhagia, uterine fibroids and svt and following one was described in patient's medical record- device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information updated. New events: reoccurring uti, anxiety, depression, anemic, mood swings, lack of sex drive, urinary control problems, joint pain, border line personality disorder, abnormal bleeding (general), vision/eye problems were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), bipolar disorder ('bipolar'), uterine leiomyoma ('uterine fibroids'), polyp ('polyps') and dental caries ('tooth decay') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included pregnancy in 2010, overweight, vomiting, gallstones, pulpectomy, mood swings, lack of libido, bleeding genital, cholecystitis and multiparous. Essure worsened a previously existing conditions. Concurrent conditions included heart murmur, right lower quadrant pain, adhesion, inflammation, lower abdominal pain, hyperplasia, cervicitis cystic, vaginal itching and odor body. Concomitant products included atenolol. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), polyp (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adenomyosis ("adenomyosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and endometriosis ("endometriosis"). On (B)(6) 2013, the patient experienced menopause ("menopause"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), dental caries (seriousness criterion medically significant), post-traumatic stress disorder ("ptsd"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), supraventricular tachycardia ("svt"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal system condition") and dyspepsia ("digestive system condition") and was found to have uterine leiomyoma (seriousness criterion medically significant) and weight increased ("weight gain/gained 20-25 pounds"). The patient was treated with surgery (hysterectomy with unilateral (rt) salpingo-oophorectomy - rso, partial left salpingectomy, dilatation and curettage and ablation on (B)(6) 2012, had tooth pulled, myomectomy and polypectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the bipolar disorder, uterine leiomyoma, polyp, dental caries, menopause, post-traumatic stress disorder, bladder disorder, urinary tract disorder, adenomyosis, supraventricular tachycardia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, dyspepsia and endometriosis outcome was unknown. The reporter considered adenomyosis, bipolar disorder, bladder disorder, dental caries, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, gastrointestinal disorder, menopause, menorrhagia, pelvic pain, polyp, post-traumatic stress disorder, supraventricular tachycardia, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 70.2 kg/sqm. Pathology test - on (B)(6) 2012: findings of a polyp, 8 cm uterus, poor descensus and abundant curetting. Fibroid on the lower uterine segment subserosally.; on (B)(6) 2013: cervix: chronic cystic cervicitis. Endometrium: proliferative with atrophy. Myometrium: leiomyoma uteri, 1.5 cm. Right ovary: follicle. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, adenomyosis, endometriosis, pelvic pain, dysmenorrhea, polyps, menorrhagia, uterine fibroids and svt and following one was described in patient's medical record- device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs and medical record was received : this case became incident. Previously reported event injury was replace with new events. New events added- pelvic pain, menopause, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), ptsd, bipolar, bladder problems, urinary tract disorder, uterine fibroid, polyps, adenomyosis, svt, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, gastrointestinal disorder and digestive system, device monitoring procedure not performed. New reporter information, patient information and medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.